Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100654302. Model/catalog description: control pump fgs iz. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100618142. Model/catalog description: balloon fgs 61-70 cm. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. It was reported that the device present a fluid loss. The aus was explanted and replaced. There were no additional patient complications reported.